Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications please provide details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an uncomplicated sacrocolpopexy surgery in (B)(6) 2016 and the mesh was implanted. At the 3 months post-op, a little mesh exposure was found on the right side of the vaginal top. It was also reported that first the patient was waiting with treatment, but when patient came for control in (B)(6) 2018, the patient wanted to have the mesh exposure removed. The mesh exposure removal was performed on (B)(6) 2018. Additional information has been requested.